Event description:
It was reported that the patient developed a subcutaneous abscess at the pod¿s insertion site while wearing the device. The patient removed the pod 1 day early because she couldn't take the pain. States the site is still tender to the touch at cannula site and looks swollen, inflamed, bruised and there is a knot where the cannula was inserted. She went to urgent care and was prescribed an antibiotic (bactrim). They told her to make sure to apply warm compresses to the infected area.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.